Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. The customer had no any symptoms. Troubleshooting was not performed. Customer stated that insulin delivery suspended due to sensor glucose value. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40mg/dl and the sensor glucose was 220mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 220mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.